Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unknown lesion in the left anterior descending (lad) artery. A 2.5 trek balloon dilatation catheter (bdc) and a non-abbott intravascular lithotripsy (ivl) catheter were used to prepare the vessel, after which a 3.5x23mm skypoint drug eluting stent (des) was implanted. Via imaging, the distal end looked hazy. Thrombosis was noted. A 3.0 nc trek bdc was used. Cariopulmonary resuscitation was started but was unsuccessful and the patient expired. No additional information was provided.

Event description:
Subsequent to the previously filed report, it was reported that the lesion was 90% stenosed prior to the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of thrombosis and death are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.b5 - describe event or problem: updated d4 - catalog #. Lot #, UDI were updated from "unk xience skypoint/ unknown/ ni" to: 1804325-23 / 2021141 / (B)(4).